Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading over 300 mg/dl and just when the patient was about to take the blood glucose meter, he lost consciousness. The parents assisted the patient and gave him a glucose tablet. The patient experienced a panic attack following the collapsing. Before the ambulance arrived, he regained consciousness and when a fingerstick was taken the cgm reading was 355 mg/dl, and the blood glucose reading was 150 mg/dl. The patient did not feel any symptoms prior to or during the event. The patient was brought to the hospital and stayed there for about 20 hours. No further treatment for the hypoglycemic event was reported. After the event the patient saw an hcp and was prescribed lexapro for the panic attacks resulting from the incident. He also began seeing a therapist for the ongoing panic attacks. At the time of the report the patient had recovered from the hypoglycemic episode but was still suffering from severe anxiety and panic attacks. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.